Event description:
The dr claims that during an aortic-femoral bypass procedure, the graft bled excessively through its walls. There was no corrective action taken. The procedure outcome was successful. The pt's condition is fine. In 2004, co received the following add'l info: the quantity of blood lost through the graft was 200cc. The leakage lasted for 10 seconds and was stopped by reclamping and application of protamine coating followed by a saline flush. The graft was left in.